Event description:
It was reported by service report that the bed was stuck at high height, and the motion interrupt pan was cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan hindered the bed lifts motions causing the bed to be stuck at high height.